Event description:
Pt was treated in 2004. Thermage was notified of event 4 mos later. At about two months post treatment the pt developed quarter size area of atrophy left cheek, dents left and right perioral areas. Most current follow-up in 2004. Restalyne filler was injected into the effected areas (forehead and mid-face, chin and jaw-line) in 2004. Recently the doctor injected the effected areas with silicone. The pt has not been back for follow-up with the doctor since the silicone injections.